Event description:
Event description guidant received information that this pacemaker is displaying atrial oversensing causing atrail tachycardia response mode switching. There is noise on both the atrial and ventricular electrograms, but only oversensing is on the atrial lead. The patient is not symptomatic with these atr episodes. The technical services consultant feels that the noise may be from an external source causing electromagnetic interference. There is also pectoral muscle stimulation, which occurs when the patient is sitting back in a specific chair. The lead impedance and threshold measurements are good. The atrial lead is programmed at 0.75 mv in unipolaar and is oversensing some noise on atr one to two times a day.